Event description:
Reported shocks due to oversensing. At surgery, no oversensing could be provoked. Customer believes device header issue. Device was removed from service. No patient complications have been reported as a result of this event.